Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery for the past 2 weeks has been observed to drop from 100% to approximately 40% within minutes. Reportedly, the pump battery gauge also jumped from 30% to 100% suddenly after being connected to a power source. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.